Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20-may-2026, a sales representative reported via email that two ar-3636 knotless 1.8 fibertak soft anchors were used during an arthroscopic labral repair with remplissage on (B)(6) 2026. During shuttling, the shuttling stitch passed successfully; however, the repair stitch did not. The procedure was completed, the implants remained implanted, and the sutures were cut. No patient harm was reported. Additional information was received on 26-may-2026: the repair stitch was observed not to shuttle after it was folded along the colored line and passed through the shuttling loop; upon pulling the shuttling suture in the standard fashion, the repair stitch did not pass through. No unusual resistance or tension was encountered during the attempt, and the stitch did not appear caught, frayed, or otherwise restricted. To complete the repair, an additional anchor was implanted and the technique was repeated. Both anchors were left implanted. The replacement device used to complete the procedure was ar-3636. The procedure was prolonged by approximately 10 minutes to allow for placement of the additional anchor and repetition of the shuttling steps. Correspondingly, anesthesia time was extended by approximately 10 minutes.